Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump did received low battery alert prior to off no power alert. The customer¿s blood glucose was unknown. This was not the second occurrence of off no power alert without low battery alert. Troubleshooting was performed. The insulin pump will not be returned for analysis.